Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-02342, 2938836-2020-02345. It was reported that the patient presented in clinic for device and lead change out procedure. Noise oversensing was observed on the right atrial (ra) lead. The noise was reproduced with any types of patient movements. Due to the patient advanced age and not being candidate for lead explant, the lead was capped on (B)(6) 2020. During the procedure, lead helix damage was observed on the new ra lead. The lead could no longer extend. The lead was cut, and a new sheath was slide over the lead to regain access. The new lead was implanted successfully. The patient was stable.